Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected the patient received inappropriate shocks for supra ventricular tachycardia (svt) that the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). It was noted that the ICD detection discriminator showed some noise. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up received that a new detection discriminator was obtained.